Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery packs. The review identified that the customer used multiple batteries, but they continued to deplete rapidly. The customer was advised to remove from the AED from service and returned to defibtech for evaluation. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions.

Event description:
Customer stated that they used two (2) new batteries and almost instantly depleted. Customer indicated that they had to use another battery to download the data. The reported event did not occur during patient use.